Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal eri, the set screw of the replacement device could not be tightened to fixate the lead into the device header. The device was replaced and the lead was able to be fixated into the header. The patient was stable following the procedure.